Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Clinical study (B)(4): pt (B)(6). On (B)(6) 2008 an elevate posterior graft was implanted in a pt with a known rectal prolapse. Less than on year later the pt was experiencing defecatory dysfunction and anal pain. Defecography showed recurrence of rectocele however, pop-q measurement did not show significant rectocele and was not found on physical exam. The pt was referred for surgical intervention and had a procedure for rectal prolapse and hemorrhoid repair and also had anal fistula repair. This procedure relieved her defecatory dysfunction and anal pain.